Event description:
The facility representative reported a colleague infusion pump with a "damaged battery." The condition occurred during pt infusion therapy, which was interrupted. The facility representative stated that there was no changes in the pt's vital sings during the interruption of therapy. There was no pt injury or medical intervention reported. There is no additional info available.

Manufacturer narrative:
(B) (4). The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all info known by the reporter at this time.